Event description:
Reporter alleged that a patient received results of lo (less than 10 mg/dl) and 91 mg/dl on the inform system compared back to back within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a liver tumor treatment procedure, the patient became "flushed" and experienced tachycardia. A liver tumor was being treated with thermasphere technology (embolization). When the thermaspheres were injected into the patient with a renegade hi flo catheter, the patient became "flushed" and experienced tachycardia, which was resolved with benadryl and "other standard reactives ". The procedure was completed with this device. No further patient complications or injuries were reported. The patient status is reported as "fine."